Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that change in catheter tip position. Catheter was replaced. No additional information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint that the catheter tip location changed was inconclusive due to the sample condition. A single video of the implicated 4fr single-lumen groshong nxt catheter was returned for evaluation. The catheter had been inserted into the patient and was dressed down with a transparent dressing. In the video, an attempt was made to flush the catheter. There was evidence of a potential occlusion or restriction (bulging seen in the extension leg). However, no evidence was provided that supported the claim of a change in the catheter tip position. As the submitted video did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive. This complaint will be recorded for future trending and monitoring purposes.